Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up information from the physician's office was received, indicating that the device was not reset.

Manufacturer narrative:
Concomitant product(s): a 5086mri52 lead, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported having a cardioversion a few months earlier, and that a company representative came to "reset it." Follow-up with the physician's office did not yield any additional relevant information. The device remains in use. No patient complications have been reported as a result of this event.